Event description:
It was reported the patient's incision never healed and the left extension was removed due to infection. The lead and device remained implanted at the time of report. It was unknown at the time of report which device the extension was connected to. It was further reported the patient had a corynebacterium infection. It was stated the patient was administered "both intravenous and oral antibiotics" for the condition. The patient's outcome was noted as "ongoing" following the extension explant procedure. The patient's physician stated, it was unknown whether perioperative antibiotics had been administered. It was also reported that the date of onset for the infection was "unknown." The patient's physician noted the following "risk factors that applied to the status of the patient before implantation of the device:" "cancer" and a "debilitated status."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2012, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was diagnosed with an infection on (B)(6) 2012. It was noted that perioperative antibiotics were administered. The patient did not have meningitis. It was noted that the patient experienced symptoms of "drainage and incisional wound opening." It was further noted that the location of the infection was at the device pocket and the "left temporal region of the head." It was further noted that the patient's infection resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer . It was reported that there was an infection due to incisional wound opening. It was state that at first patient had an infection because an incision never healed. A simple bacteria that causes acne infected the incision and it broke open. The caller did not specify where the incision was but did state that part of an electrode was removed as a result. Patient was on both IV and oral antibiotics. Patient had part of an electrode replaced after the infection and a 112 PICC line IV treatment. Caller mentioned device replacements but confirmed that they were replaced for normal battery depletion. Caller stated that patient has parkinson's and that means that patient does not do well with healing from surgery. It was noted that patient had been through lot , was doing better now but was still having back issues that are not related to the implant. No further patient complications were reported/ anticipated as a result of this event.